Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("medical device removal") and guillain-barre syndrome ("guillain barre syndrome/subsequent diagnosis of chronic inflammatory remyelinating neuropathy") in a female patient who had essure inserted. Concomitant products included escitalopram oxalate (lexapro) and gabapentin. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and guillain-barre syndrome (seriousness criteria medically significant and life threatening). The patient was treated with surgery (underwent hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal and guillain-barre syndrome outcome was unknown. The reporter provided no causality assessment for guillain-barre syndrome and medical device removal with essure. The reporter commented: consumer mentioned a serious injury (life-threatening, hospitalization, disability/permanent damage, required intervention but did not specify it to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
"E" was initially received via regulatory authority (food and drug administration, reference number: mw5080087) on 19-oct-2018.this spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("medical device removal") and guillain-barre syndrome ("guillain barre syndrome/subsequent diagnosis of chronic inflammatory remyelinating neuropathy") in a female patient who had essure inserted. Concomitant products included escitalopram oxalate (lexapro) and gabapentin. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and guillain-barre syndrome (seriousness criteria medically significant and life threatening). The patient was treated with surgery (underwent hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal and guillain-barre syndrome outcome was unknown. The reporter provided no causality assessment for guillain-barre syndrome and medical device removal with essure. The reporter commented: consumer mentioned a serious injury (life-threatening, hospitalization, disability/permanent damage, required intervention but did not specify it to one of the events incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.